Event description:
The customer's husband reported the customer's blood glucose level was in the 300s (mg/dl) and rose to the 400s (mg/dl). The customer is pregnant and could not feel any movement from the baby, so she went to the hospital on (B)(6) /2014. The customer was still in the hospital, but the customer felt movement from the baby. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization with hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.